Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the catheter broke into two separate parts within the scope working channel. Reportedly, a piece detached into the patient and was retrieved by being caught with the elevator and then pulled out with the duodenoscope. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.